Event description:
The customer reported that during pretesting of the tube, an air leakage was presented in the cuff. The customer confirmed no pt involvement. The customer did not provide/confirm any add'l info related to pretesting efforts.

Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.